Event description:
During cystoscopy for laser fragmentation of ureteral stone, the laser fiber broke when the surgical assistant moved it. The laser was stopped immediately. However, there was a pinpoint (1mm or less) burn through the drape and patient's sock to the plantar aspect of the left foot.